Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. Additional information obtained from the field which indicated that the lead would not track the target vessel so the physician opted for another lead. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. The lead was never in service. No adverse patient effects reported.